Event description:
Account reported a pt came to his office with a central corneal ulcer in the right eye and a peripheral corneal ulcer in the left eye. Pt was prescibed ciloxan ou and a steroid in the right eye. The pt visual acuity was 20/25 ou and has returned to 20/20 ou. Pt had an ocular response in the left eye and is documented on #80771. No add'l info is available to enable further investigation at this time.